Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿outer lens missing¿. Failure analysis found no error in the logs, no error at quality assurance plan (qap), the endoscope passed edt. Visual inspection found there was desiccant container damage and loose desiccant balls as well as distal tip mechanical damage and/or scope bearing friction issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a missing outer lens, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not yet received the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned, following the completion of failure analysis investigation. This complaint is considered a reportable event due to the following conclusion: it was reported that the outer lens was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the outer lens of the 30-degree endoscope was missing. There was no report of injury.